Event description:
Event description boston scientific received information that the impedance measurements of this atrial lead were fluctuating and a chest x-ray revealed that the lead had partially fractured. The device was reprogrammed to vvir mode and the lead remains implanted. The physician elected to monitor the patient and only revise the lead if adverse patient effects were noted. There were no adverse patient effects reported.